Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of cramping. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the cramping. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient did not specify what type of cramping she was experiencing. Muscle cramps can occur frequently in dialysis patients and are presumably related to the reduction in muscle perfusion in response to hypovolemia during the dialysis treatment itself. It is unknown what treatment the patient received or what was the admitting diagnosis. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient event; however, the therapy itself could have contributed to the unspecified cramping during treatment.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for cramping while performing treatment on the cycler. The patient was able to complete treatment on the cycler. Additional information was requested, however it was not available. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient event; however, the therapy itself could have contributed to the unspecified cramping during treatment.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.